Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had an error 41014. An intuitive surgical, inc. (Isi) technical support engineer (tse) stated that the system logs showed the surgeon side console (ssc) was going off line with error 25580, on both the master tool manipulators (mtm) and the error 23 pointed to the ssc. The customer site put the call on hold and came back on the line saying that they got the system going, but they cannot get the console to turn on and the doctor wants to proceed with just the one (1) ssc. The procedure was completed with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the medical grade power supply (mgps) on the surgeon side console (ssc) to address the customer reported issue. The system was tested and verified as ready for use. The mgps was returned to isi for failure analysis (fa). Fa investigation could not replicate nor confirm the reported issue. Fa installed the unit into a printed circuit assembly (pca) system, idled in normal mode, powered on, and ran 10 power cycles with no issue. Fa noted that both fans on the mgps operated and the voltage was within normal range.